Event description:
The reporter stated the surgeon inserted a bausch & lomb (eyeonics) lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was implanted.

Manufacturer narrative:
Evaluation: a cartridge lot number search. Results: a cartridge lot number search was performed and no similar complaint was found.